Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot of specific issue. It was reported that the balloon of the stent delivery system (sds) ruptured during deployment. Factors that may contribute to a material rupture include, but are not limited to, inadequate balloon integrity, interaction with challenging anatomy, interaction with accessory devices, and/or inflating above the rated burst pressure. In this case, based on the reported information and because the device was not returned for analysis, a conclusive cause for the reported material rupture cannot be determined. Additionally, it was reported that the stent subsequently failed to activate. It is likely that the material rupture contributed to the failure to activate the stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
The nmpa report number is (B)(4). It was reported that the procedure was performed to treat a lesion in the mid left circumflex (cx) with fibrous plaque. During the deployment of a 2.5x15mm xience alpine drug-eluting stent (des), the balloon was noted to rupture at 8 atms and the stent could not be fully released. The xience alpine stent delivery system and stent were ultimately removed. The procedure was completed with the use of another abbott device. There were no reported adverse patient effects nor clinical delay. No additional information was provided.